Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter was found on the scrub brush e-z scrub dry sterile europe before use. The following information was provided by the initial reporter: ¿when the scrub nurse went to use this scrub brush it was contaminated".

Manufacturer narrative:
H6. Investigation: DHR provides no evidence of foreign matter from the inspections performed. Inspection were performed as required by the control plan. Photos show what appears to be grease on the tines on one corner of the sponge/brush subassembly. The material is dark in comparison the bristles and is seen towards the ends of the bristles there is also some residue on the inside of the packaging the foreign is isolated to one part of the brush and is most likely not intrinsic foreign as the residue in the package shows that the material is easily transferred. Conveyors were inspected for an grease and none was evident. It is not possible to definitively confirm without a sample, but the foreign is most likely grease, possibly from the conveyor system used to move them around the manufacturing process. H3 other text : see h10.

Event description:
It was reported that foreign matter was found on the scrub brush e-z scrub dry sterile europe before use. The following information was provided by the initial reporter: ¿when the scrub nurse went to use this scrub brush it was contaminated."